Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a separation between the pebax and the electrode. Additionally, a foreign "reddish" material, presumably blood was inside the pebax. The device was connected to the carto 3 system, and it was recognized; however, error 106 appeared on the system. The handle was dissected and sensor pads were measured and found out of specifications due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device and no internal action was related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The reddish material inside the pebax observed during the analysis was unrelated to the reported event by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body; refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. The IFU also state: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. An internal action was opened to introduce optimization actions on devices with dilator tipping line. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the separation in the pebax identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported force sensor issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode and a foreign reddish material, presumably blood was inside the pebax. It was initially reported by the customer that the qdot micro¿ catheter was displaying high force error going from 1 gram to 115 grams when ablating on the cti line. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 15-oct-2024, the bwi pal revealed that a visual inspection of the returned device found a a separation between the pebax and the electrode and a foreign reddish material, presumably blood was inside the pebax. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.